Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that multiple devices were not communicating with the server. A technical support specialist (tss) dialed into the server, ran the server downtime query and the received message query, and confirmed all processing times were current. Tss checked becton dickinson services, and all were up and running. Tss verified remote smart service (rss), and stations were back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had multiple devices are not communicating with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.